Event description:
It was reported that the patient received an occlusion alert on the ilet, disconnected the pump, and performed a tubing prime until drops were seen; blood glucose was 291 mg/dl at the time, and the patient stated they had eaten a candy bar after assuming the alert signaled hypoglycemia. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Troubleshooting and education were completed regarding occlusion management and alert interpretation. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the medical device problem characterized as lack of effect and the device component categorized as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.